Manufacturer narrative:
Based on the information received the most likely cause is patient factors, including patient anatomy and the annulus causing compression on the valve strut. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that a 25mm mitral valve was placed under consideration for a valve-in-valve procedure due to mitral regurgitation seen on tee post implant in or. Per medical records the surgeon noted the mr post implant of the 25mm mitral valve would be addressed with a tmvr later. The patient was weaned from cpb and transferred to ICU in critical condition. The patient expired on pod #0.